Event description:
It was reported that the patient was in the emergency room with intermittent capture. Programming changes were made and the right ve ntricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).